Event description:
It was reported that noise was observed on the rv and atrial leads. It was also noted that the patient experiences a shortness of breath. An unspecified sensing anomaly was also reported. Both leads were capped. Patient did well during the procedure. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.